Event description:
This event was previously reported under manufacturer report # 3004209178-2012-05691 [in (B)(6) it was reported that the patient had expired approximately (B)(6) days post op. The surgery for inflammatory mass was done (B)(6) 2012. Cause of death was pneumonia; developed after surgery.] Additional information: the patient died on (B)(6) 2012. It was unknown if the cause of death was related to the device. The device system was used to deliver clonidine, bupivacaine, and dilaudid. All further information received regarding this event will be reported under this manufacturer report number.

Manufacturer narrative:
Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2012, explanted:, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).